Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a pediatric patient received a redo single lumen total parenteral nutrition (tpn) catheter on an unspecified date. The patient was undergoing parenteral nutrition for an indication related to digestive hemorrhages. The patient's mother contacted the pediatric auxiliary on (B)(6) 2017 reporting that the catheter was 'disassociated.' The nurse examined the device and found a rupture of the catheter near the clamp, however the plaster was still clean, sealed and the protective loop was still in place. The nurse reports this means that the catheter wasn't pulled. The child was reported as calm and not in pain. There is no report of any intervention to address this event as of the date of this report. The device is not available for examination. Additional information was requested; no further information was received. A follow-up report will be submitted upon receipt of any additional information.

Manufacturer narrative:
Investigation ¿ evaluation: one complaint device was returned for investigation. The hub was not returned. Visual inspection of the returned device was performed. The catheter measured 26 cm in length. The flare measured 3 mm. A review of documentation, manufacturing instructions, specifications and quality control data was conducted during the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The redo single lumen tpn catheter set is shipped with instructions for use (IFU), which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow." Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.